Event description:
A customer requested a RMA for no video image on a ec38-i10l- video colonoscope. The issue was observed in the operating room prior to use during pre-inspection check. There was no patient involvement and no report of an adverse event.

Manufacturer narrative:
The reported customer complaint of no video image was confirmed through evaluation of the device. Evaluation findings were listed as: pve connector housing cracked, leak at the pve connector, image blackout, fluid "invation" in control body, pve electrical pin and circuit board corrosion, up angulation and right angulation decreased, failed dry leak test, pve electrical connector frame with severe corrosion in addition to : right- up-left and down staycoils all corroded, down and up wire corroded, failed wet leak test, left angulation decreased, fluid invation in pve connector, remote control button cover cracked, bending rubber pinhole, fluid invasion of the insertion tube, left angle wire corroded, down angulation decreased, air/water socket cylinder o-ring chipped, fluid invation in the umbilical light guide cable, shield cover and control body corroded, fluid damage to light carrying bundle, right angle wire corroded and suction tube twisted and kinked. The device was refurbished, cleaned and disinfected, video image calibrated and angle adjustments were performed and the device was returned to the customer. Should additional information become available, a supplemental report will be filed.